Manufacturer narrative:
This report is submitted on may 18, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, in order to convert the patient to a transcutaneous osia implant system.